Event description:
Caller reported a cartridge alarm 30 issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer experienced ongoing cartridge alarms with the pump and, as a corrective action, customer technical support (cts) arranged to replace the pump with a refurbished model equipped with updated software. The customer was informed about the absence of a backup therapy and advised to contact their healthcare provider. Cts provided instructions for placing the device into storage mode and for returning the malfunctioning pump to tandem.